Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that after the implant, the physician was sewing up the pocket after connecting the leads to the device, and two long pauses were noticed on the electrogram (ECG). The device was interrogated noting "nothing out of the ordinary," but there was concern about no output and sensing difficulty. Due to the patient not having any escape rhythm and being asystolic, the physician requested another device. The physician thought it may have been the lead not being fully inserted in the header, but couldn't confirm. A new device was implanted. No patient complications were reported as a result of this event.